Event description:
It was reported that the customer was hospitalized for 6 days strating on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization 34mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer stated that their magnesium and their blood pressure were high, and their blood sugars were low. The customer stated that during their hospitalization their basal was reduced by 50 percent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.